Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. If any additional relevant information is received, a follow-up report will be sent.

Event description:
During evaluation of a returned homechoice device, 1 increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2013 at 10:17:26. During night drain cycle three, the patient's ultrafiltration reading was 138 ml, indicating the home patient (hp) drained 138 ml more than their maximum programmed fill volume of 100 ml. No additional information is available.